Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information was obtained from the author of the journal of robotic surgery article titled, ¿combining staged laparoscopic colectomy with robotic completion proctectomy and ileal pouch¿anal anastomosis (ipaa) in ulcerative colitis for improved clinical and cosmetic outcomes: a single-center feasibility study and technical description¿ (birrer, d.l., et al., 2022), the patient in the robotic group that had to be converted to open surgery, had nothing to do with the robot but patient/safety factors. The conversion to open surgery occurred in a patient with inadequate reach of the small bowel to the anorectal stump. After complete release of the ileostomy, the small intestine cannot be pulled outwards far enough for the pouch to be attached. The surgeon tried to mobilize the mesentery of the small intestine laparoscopically. Even after this maneuver there is not enough length to attach the pouch at the bottom. Thus, a median laparotomy was performed. The mesentery of the small intestine was mobilized up to the pancreas and additional rope ladder incisions on both sides of the mesenteries were performed since the length was still not enough. The small intestine is incised anti-mesenterically and the pouch is passed through with two 75 mm reloads of the gia (3rd party-stapler) and two 60 mm reloads of the endo-gia(3rd party-stapler) . The pouch length was reported as almost 15 cm. The protruding part of the small intestine is separated with another use of endo-gia reload. Medwatch report was initially reported for the same literature article that includes the two conversions to open surgery and 4 patients that had post-operative complications within 90 days of the surgery which required medical intervention either non-surgically or endoscopically. Additional information was obtained from the article author regarding the detail of the two conversions to open surgery, this supplemental MDR (patient identifier (B)(6)) is submitted with the information of the first conversion due to patient anatomy. The medwatch report (patient identifier (B)(6)) is for the second conversion due to intra-operative bleeding.

Event description:
On 16-mar-2023, intuitive surgical, inc (isi) became aware of a journal of robotic surgery article titled, ¿combining staged laparoscopic colectomy with robotic completion proctectomy and ileal pouch¿anal anastomosis (ipaa) in ulcerative colitis for improved clinical and cosmetic outcomes: a single-center feasibility study and technical description¿ (birrer, d.l., et al., 2022). Within the journal article, it was mentioned 17 patients underwent da-vinci assisted completion proctectomy (cp) with ileal pouch-anal anastomosis (ipaa) for ulcerative colitis (uc) during december 2016 and may 2017. It was mentioned that two surgeries had to convert to open surgery. One conversion to open surgery occurred in a patient with inadequate reach of the small bowel to the anorectal stump and one conversion to open occurred due to intra-operative bleeding. There was one patient that developed bleeding post-operatively and required re-operation. It was also mentioned that there were 4 patients that had post-operative complications within 90 days of the surgery. One patient had anastomotic leakage that treated via percutaneous drainage, and one developed pouchitis with antibiotics treatment given, one patient had to be re-admitted, treated non-operatively for mechanical small bowel obstruction and one patient had a small bleeding which was treated endoscopically. According to the article, no patients had to stay in the intensive care unit, and no patient stayed longer than 1 week in the hospital. Intuitive surgical, inc, (isi) made multiple attempts to obtain additional information. However, at the time of this report, no additional information has been received.

Manufacturer narrative:
Based on the current information provided, the cause of the mentioned intra-operative and post-operative complications cannot be determined. There was no claim against the product and no indication of a product issue, and thus there is no indication that the device directly caused the reported event. A follow-up MDR will be submitted if additional information is received. As there was insufficient information, a system log cannot be performed. This complaint is considered a reportable event due to the following conclusion: intuitive surgical became aware of a journal of robotic surgery article, and it was mentioned there were two conversions to open surgery. It was also mentioned that there were 4 patients that had post-operative complications within 90 days of the surgery which required medical intervention either non-surgically or endoscopically.